Manufacturer narrative:
During testing, it was noted that the device door roller pin was broken off. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device mechanism was returned to the service center for repair. However, during verification testing at the service center, it was noted that the device door roller pin was broken off.